Manufacturer narrative:
As reported in a research article, perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome.

Event description:
The article, "perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome", was reviewed. The article presented a case study of a 5-month-old, 4.7kg patient with a muscular ventricular septal defect (vsd). It was reported that on an unknown date, a 16mm amplatzer muscular vsd occluder was chosen for implant. The diameter of the vsd measured 13mm. During procedure, it was noted the device had migrated. A decision was made to surgically reposition and fix implant position of the device while patient was under cardiopulmonary bypass. It was also noted the patient had a long hospital stay due to hemolysis that was treated with fluid replacement and corticosteroid therapy and subsequently developed sepsis and multi-organ failure. Patient was lost to follow-up after 6 months. [The primary and corresponding author was ahmet celebi, department of pediatric cardiology, dr. Siyami ersek training and research hospital for cardiology and cardiovascular surgery, istanbul, turkey, with corresponding email: dracelebi@gmail.com].